Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 19325948.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All device components were removed and kept by the medical facility.